Event description:
According to the report, bioglue was used in a repair of a type a aortic dissection. Approximately four months after the surgery, the patient presented with chest pain. Cts demonstrated a proximal aortic pseudoaneurysm and revealed an intraluminal mass in the right pulmonary artery. Another operation was attempted. However, the patient developed severe hypotension after right axillary artery cannulation and went into cardiac arrest. Median sternotomy was performed and a ruptured pseudoaneurysm was present. The patient was unable to survive the surgery. The right pulmonary artery was opened for inspection and a hard black mass was removed. No thrombus was present.

Manufacturer narrative:
According to the publication by alvarez et al., bioglue was used in a repair of a type a aortic dissection. Approximately four months after the surgery, the patient presented with chest pain. Cts demonstrated a proximal aortic pseudoaneurysm and revealed an intraluminal mass in the right pulmonary artery. Another operation was attempted. However, the patient developed severe hypotension after right axillary artery cannulation and went into cardiac arrest. Median sternotomy was performed and a ruptured pseudoaneurysm was present. The patient was unable to survive the surgery. The right pulmonary artery was opened for inspection and a hard black mass was removed. No thrombus was present. The report indicates that the surgery did not involve the pulmonary artery although a repair was located near it. Bioglue was used to repair an aortic dissection and as such an bioglue entering the aorta would embolize into the systemic circulation and not the pulmonary circulation. A paradoxical embolus across a patent foramen ovale is highly unlikely as bioglue was applied outside the atria and blood would be flowing away for the heart. It is possible that there was an unrecognized defect in the pulmonary artery in the area where bioglue was applied allowing bioglue to enter the pulmonary artery inadvertently. The bioglue instructions for use (IFU) provide clear precautions regarding avoiding the application of bioglue to unintended sites and preventing intraluminal migration of bioglue during application. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.